Manufacturer narrative:
E1: initial reporter facility name: (B)(6) and (B)(6). Device evaluated by MFR.: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. The sheath had numerous kinks and the tip was damaged as the tri-cuts were flared and bent. There were abrasions in the distal end of the sheath, and anchor damage on the implant, which is consistent with recapturing an implant. Inspection of the remainder of the device presented no other damage or irregularities. There was no known issue reported with the device and analysis did not find any manufacturing related defects.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the device was deployed, the patient experienced cardiac tamponade per transesophageal echo (tee). A pericardiocentesis was performed and 200ml was drained. The patient was stable. The patient was observed for two hours and then was transferred to the cardiac care unit. The physician suspected that the patient was punctured by the distal tip of the device because of breathing too much when the auricle contracted, which led to cardiac tamponade. The patient has been discharged.

Manufacturer narrative:
Initial reporter facility name - (B)(6).

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the device was deployed, the patient experienced cardiac tamponade per transesophageal echo (tee). A pericardiocentesis was performed and 200ml was drained. The patient was stable. The patient was observed for two hours and then was transferred to the cardiac care unit. The physician suspected that the patient was punctured by the distal tip of the device because of breathing too much when the auricle contracted, which led to cardiac tamponade. The patient has been discharged.